Manufacturer narrative:
Product analysis: analysis found that the analyzer did not pass incoming functional testing. The analyzer was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
The analyzer has been returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was poor contact between the analyzer and the cable, which prevented measurements from being conducted during a procedure. The analyzer is expected to be returned for service. There was no patient involvement.